Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis and a blood glucose reading of 800 mg/dl. The programming on the customer's insulin pump was found to be correct. There were no alarms found in the alarm history. The customer could not complete the troubleshooting at the time of the initial call, so she called back to test the insulin pump. The insulin pump passed the prime test. The customer stated that there was not any pain or bleeding at the infusion site, but there is a little irritation and scar tissue. The customer stated that there were no bent cannulas, air bubbles, kinks, and leaks in the tubing. The customer did state that she had kidney problems. The customer also stated that she had pizza the night before she went ot the hospital and was sick to her stomach. The customer stated that she was not experiencing any colds or infections, and she had not started any new activities or medications prior to the hospitalization.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.